Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has not been completed. Terumo will be submitting a follow-up report when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, there was a leak in the cardioplegia line. The product was changed out. There was no patient involvement. The surgery was completed successfully.